Event description:
It was reported via repair work order that the bed was stuck in the height position due to malfunction cpu board and lift motor coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.